Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had been leaking a greasy fluid for a week. The patient was advised about monitor replacement. The remote monitor was expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950k, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed foreign material in remote monitor; the remote monitor was stuck on the manufacturer's logo during boot up and had defective lcd (liquid crystal display) module. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.